Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius by a peritoneal dialysis registered nurse (pdrn) that fluid leaked from the blue pin of the patient line of the liberty cycler set during a patient¿s peritoneal dialysis (pd) treatment. The blue pin ¿came out¿ during fill 1 of treatment. The patient disconnected and the fresenius technical support representative provided the pdrn with information to cancel treatment. Additional information was requested however a response was not received. It was not indicated upon initial reporting that the patient experienced a serious injury, adverse event, or required medical intervention. No parts were returned to the manufacturer for a physical evaluation.

Event description:
It was reported to fresenius by a peritoneal dialysis registered nurse (pdrn) that fluid leaked from the blue pin of the patient line of the liberty cycler set during a patient¿s peritoneal dialysis (pd) treatment. The blue pin ¿came out¿ during fill 1 of treatment. The patient disconnected and the fresenius technical support representative provided the pdrn with information to cancel treatment. Additional information was requested however a response was not received. It was not indicated upon initial reporting that the patient experienced a serious injury, adverse event, or required medical intervention. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Correction: d8 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review indicated that no products were shipped to the patient in the three (3) month timeframe which immediately preceded the event occurrence date. A manufacturing review was done on the last cycler set shipped to this patient. The entire lot has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lot involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.